Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
A patient complained of a squeaking hip, the subsequent x ray showed that the marathon insert had flipped out of the shell leaving the head articulating with the inside of the pinnacle cup superiorly. Revision surgery took place on the (B)(6) 2014 where all implants were replaced. The cause of the displaced insert is unknown and occurred during routine gardening.

Manufacturer narrative:
A patient complained of a squeaking hip, the subsequent x ray showed that the marathon insert had flipped out of the shell leaving the head articulating with the inside of the pinnacle cup superiorly. Revision surgery took place on the (B)(6) 2014 where all implants were replaced. The cause of the displaced insert is unknown and occured during routine gardening. Examination of the reported devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 3 of the ard's of the polyethylene liner have fractured as well as the loaded edge. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. No patient demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. No product contribution to the reported event has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). Conclusion and justification status: a patient complained of a squeaking hip, the subsequent x ray showed that the marathon insert had flipped out of the shell leaving the head articulating with the inside of the pinnacle cup superiorly. Revision surgery took place on (B)(6) 2014 where all implants were replaced. The cause of the displaced insert is unknown and occured during routine gardening. Examination of the reported devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 3 of the ard's of the polyethylene liner have fractured as well as the loaded edge. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. No patient demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. No product contribution to the reported event has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. ********updated 8 dec: the complaint was reopened due to it being on a spreadsheet from (B)(4). No further information provide and thus no further changes to the investigation report. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.